Manufacturer narrative:
The pod was received for evaluation fully deployed. Corrosion was visible through the housing. All attempts to download pod data were unsuccessful. All three batteries measured lower than expected. Upon opening the pod, corrosion was observed on the internal components. Without the pod data, it could not be determined if the reported hazard alarm event occurred. The cause of the reported hazard cannot be determined. No damage, leakage, or defects were observed to the fluid path. The cause of the observed corrosion could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod on their hip/buttocks between 4 and 24 hours. The reporter stated that the pump had alarmed during operation.the device evaluation found corrosion on the internal components.